Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade was found to be broken on the harmonic ace instrument. A fragment fell inside a patient and was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was found to have one blade broken at the base. A piece measuring approximately 0.2230" x 0.1090" in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The instrument was connected to an in-house energy generator. The instrument failed the energy recognition test.

Event description:
Refer to h11 for follow-up information.